Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer was in contact with the swimming pool before the alarm rang. The customer stated that the numbers keep scrolling on the screen of their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad trace. No scrolling noted. No button error alarm noted. No moisture damage was noted on the electronic assembly or motor assembly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.